Manufacturer narrative:
The reported field event of no current reading was confirmed. A software investigation found this is due to the lead impedance measurement not being performed and the device was behaving as designed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a diagnostic anomaly was observed on the device. Technical support was contacted and the device was not implanted, but no additional intervention has been performed at this time. The patient was stable and will continue to be monitored.